Event description:
The catheter was placed 3/17/97. The patient experienced irritation and a red line appeared on the arm following the path of the catheter. The patient was receiving vancomycin. Warm compresses were applied to the area.

Manufacturer narrative:
The device history review showed nothing related to this incident. The complaint history review showed nothing related to this incident.